Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 4.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.